Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted (320 mg/dl). Customer reported that the cartridge and infusion set would be changed. Tandem technical support was unable to perform a system check as the customer ended the call abruptly. During follow up with customer same day, the customer reported that there were no further issues with the pump.